Event description:
Information was received indicating that a smiths medical medfusion pump exhibited continuous primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was dented by the front left and right bottom corners, the bottom case was cracked by the l bracket pole clamp, the battery door was cracked, the case seal protruding from the plunger head, and there was visible contamination. A review of the event history log identified primary audible alarm post. During functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure and performed self test/occlusion test.